Event description:
A balloon ruptured on the second inflation at 22 atmospheres, well beyond its rate burst pressure, during an arteriovenous hemodialysis fistula graft dilatation procedure. Following balloon rupture, it was noted the balloon material had detached in the pt. A dissection of the graft was also noted at the time of balloon rupture. Portions of the balloon material were retrieved percutaneously utilizing forceps, the remaining balloon fragments were retrieved during a thrombylectomy lysis procedure. The pt underwent graft revision and their present condition is good. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon material was returned detached from the catheter shaft and was folded over onto itself. The material was very wrinkled. Both bonds were missing from the catheter shaft. Balloon rupture or balloon leakage is an anticipated event of percutaneous angiopolasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated this device was inflated well beyond its rated burst pressure. Co believes the above factors may have contributed to this event. Co's directions for use state: "the rated burst pressure should not be exceeded. Inflation in excess of rated burst pressure may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."